Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). No misload of the valve was reported to be confirmed. During the procedure, on the initial attempt the valve was recaptured then the ds was unable to be recaptured, and it was pulled into the descending aorta to recapture the valve once again. However, approximately 1 cm gap remained between valve capsule and the nosecone. The ds was removed into the patient's anatomy without any injury into the iliac artery. An accordion shape was observed on the valve capsule; a second 35mm, navitor vision valve was selected for implant using a flexnav ds and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was in a stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.